Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was in the clinic on (B)(6) 2020 for device check, where loss of capture and a decrease in sensing were observed. Patient had previously reported palpitations. Cxr showed lead dislodgement, and patient underwent lead revision on (B)(6) 2020. Should additional information become available, this file will be updated.